Event description:
The end user states the wheels are all wearing down.

Event description:
.

Manufacturer narrative:
(B)(4) follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03937, indicting the brand name as a mechanical (manual) wheelchair when the product is in fact a mechanical walker, rollator. The device name has also been corrected from 890.3850 to 890.3825.